Manufacturer narrative:
(B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00810 & 1226348-2019-00811.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician noted that the distal tip of the prowler select plus 150/5cm (606s255x/30076106) microcatheter was kinked and the 4.5 x 28mm enterprise (enc452812/10955432) stent vascular reconstruction device could not advance through the microcatheter. After the microcatheter reached the target vessel, the physician prepared the stent, but the stent could not be advanced through the microcatheter. The stent and microcatheter were removed from the patient as a unit, and the kink was subsequently found on the microcatheter. The customer feels that the kink likely resulted in the inability to advance the stent. The cause of the kink is not known or suspected. The stent and microcatheter were replaced, and the procedure was completed successfully without further incident. The surgery was not delayed due to the event. No patient complications occurred as a result of the event. The products were stored and handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. The stent/stent delivery system did not appear damaged. The procedure was conducted in accordance with the IFU and an adequate continuous flush was maintained through the microcatheter. There was no difficulty encountered introducing the catheter over the guidewire prior to the attempted use of the stent. The user verified that the introducer was fully seated and secure in the hub. No resistance was felt while advancing the microcatheter to the target lesion. The stent did not prematurely deploy at any time during the procedure. The user did not apply undue force when handling the devices. The products will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion]: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician noted that the distal tip of the prowler select plus 150/5cm (606s255x/30076106) microcatheter was kinked and the 4.5 x 28mm enterprise (enc452812/10955432) stent vascular reconstruction device could not advance through the microcatheter. After the microcatheter reached the target vessel, the physician prepared the stent, but the stent could not be advanced through the microcatheter. The stent and microcatheter were removed from the patient as a unit, and the kink was subsequently found on the microcatheter. The customer feels that the kink likely resulted in the inability to advance the stent. The cause of the kink is not known or suspected. The stent and microcatheter were replaced, and the procedure was completed successfully without further incident. The surgery was not delayed due to the event. No patient complications occurred as a result of the event. The products were stored and handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. The stent/stent delivery system did not appear damaged. The procedure was conducted in accordance with the IFU and an adequate continuous flush was maintained through the microcatheter. There was no difficulty encountered introducing the catheter over the guidewire prior to the attempted use of the stent. The user verified that the introducer was fully seated and secure in the hub. No resistance was felt while advancing the microcatheter to the target lesion. The stent did not prematurely deploy at any time during the procedure. The user did not apply undue force when handling the devices. Evaluation of the returned enterprise revealed that the stent had prematurely deployed. Additional information received indicated that the stent was still on the delivery wire when it was removed from the patient, and the premature deployment occurred during post-procedural handling. No further information could be obtained. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch. Upon receipt of the complaint device, visual inspection was conducted. The catheter was compressed at 3.5 centimeters (cm) from the distal end. There were no visual anomalies observed during the visual inspection. After the visual inspection was conducted, the device was inspected under microscope and the compressed condition was confirmed. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and were found within specification. Functional testing with the returned enterprise device could not be performed since the stent was found prematurely deployed. An .018¿¿ lab sample guidewire was introduced into the microcatheter hub and the guidewire was advanced through the microcatheter. Slight resistance/friction was encountered as the guidewire passed through the compressed section of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The customer report that the distal tip was kinked was confirmed. The catheter was found compressed at 3.5 centimeters (cm) from the distal end. The customer report of catheter obstructed was not confirmed during functional testing; however, slight resistance/friction was encountered as the sample guide wire passed through the compressed section of the microcatheter. The failure experienced by the customer may be related to the compressed/kinked section visualized on the returned device; however, the exact circumstances surrounding the observed damage to the catheter cannot be determined based on the condition of the returned device. It is also possible that excessive force was applied to the device, possibly in an attempt to overcome the reported resistance. 100% of devices are inspected in-process for kinks and other damage. In addition, 100% of devices are inspected after pouching for visible damage or defects. Therefore, it is very unlikely that the device left the manufacturing facility with the observed damage. Catheter kinking has been investigated. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuousity. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. The IFU cautions: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure.¿ neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00810 & 1226348-2019-00811.